Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years and 6 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Through follow up, a copy of the op report was received which indicates that the patient presented with cardiomyopathy and an ejection fraction of 40%. He also had deterioration of his prosthetic aortic valve which was placed back in 2002. The device was replaced with a new edwards bioprosthetic valve. The operation went well. The tee performed at the end of the operation showed a good result, with no paravalvular leak. There were no reported complications. Bioprosthetic valve degeneration/deterioration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). Unfortunately, the device was discarded by the hospital; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.